Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the lcd display works intermittently and is sometime black.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2005 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the lcd display, on the enteral feeding pump, works intermittently and is sometimes black.